Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had a red alert detected on the right ventricular (rv) lead for low shock impedances. No adverse patient effects were reported. Additional information received stated that the patient will be brought into the clinic for follow up and testing to verify the functionality of the rv lead.

Manufacturer narrative:
At this time the ICD remains in service. Should additional information become available the investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Additional information was received that a revision procedure was performed. This device and rv lead were explanted and replaced without complication due to low shock impedance measurements. No adverse patient effects were reported during the procedure. The device was returned to allow for reliability analysis.